Manufacturer narrative:
Analysis: investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the cylinder holes was confirmed. Analysis of the pump confirmed activation issues that could affect the functionality of the device. Product analysis identified device malfunction with the returned pump and cylinder. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder was visually inspected, leak tested, and examined using a microscope. The cylinder had wear at folds in the proximal cylinder body and in the cylinder body. There was a leak in the outer tube at corner of a fold in cylinder body that was the result of fatigue wear at a the fold. The cylinder was not pressure tested due to the identified leak. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested. No visual damage was found upon inspection. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device. Product analysis identified device malfunction with the returned pump and cylinder. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work well. Two weeks later, the patient had the inflatable penile prosthesis left cylinder and pump components replaced due to holes in the left cylinder. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work well. Two weeks later, the patient had the inflatable penile prosthesis left cylinder and pump components replaced due to holes in the left cylinder. Following the surgery, the patient was stable, improved and the event resolved.